Manufacturer narrative:
(B)(4). - the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
The customer reported to a baxter representative a condition of one vial-mate reconstitution device that was alleged with a leak during reconstitution. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #3 of 3 relating to this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned, however two companion samples were received for evaluation. The reported condition of a leak was not confirmed. A visual examination of the samples showed no signs of physical abnormality. The devices were docked to a solution bag and vial, then functionally tested. Functional testing showed no signs of leakage. No cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.